Event description:
A US distributor contacted ZOLL to report that a patient developed a rash under the LifeVest equipment. Patient described the area as red and itchy under the electrodes. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a cortisone gel for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Not Applicable